Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs are leaking. The blood glucose reading is 191 mg/dl. The leak occurred during the twisting of the plunger. The location of the leak is the bottom of the reservoir when the plunger is removed. Customer unsure if the insulin leaked past the first or second o-ring. Nothing further reported.